Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause of the balloon burst is unknown, however, it is likely that patient factors (¿spiky¿ annular calcification) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the european edwards affiliate, during a transapical tavr procedure in the aortic position, during valve deployment, after the balloon was already fully inflated and the valve fully expanded, the balloon burst. Approximately 1cc of blood come out the system. Through the tear, the blood was able to be aspirated with a syringe. No blood, however, was leaking out of the body (ta access) and there was no blood leakage within the closed system. Despite the balloon burst, the valve was successfully deployed with no residual paravalvular leak. The delivery system with burst balloon was successfully removed from the patient without issues. The patient is doing well. The balloon burst was attributed to the patient¿s ¿spiky¿ calcification.